Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged and fell into the right ventricular (rv) apex one day post implant due to mitral regurgitation (mr). This lead was secured into the rv apex and remained implanted in the rv. No add'l info is available at this time. If add'l info becomes available, this event will be updated.